Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump was received with no unexpected battery out limit alarms. The pump was received with unresponsive up arrow button due to corroded keypad traces. The pump was received with no display ramping on its own anomaly. The pump was received with cracked case at display window corners, display window and battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 100 mg/dl. The customer stated that the keypad was scrolling. The customer stated that he changed the battery and now the pump alarmed battery out limit. The customer stated that he was watching football when the pump alarmed button error. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.